Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, lens implanted with a smudge. The smudges could be removed with forceful irrigation/aspiration. Additional information was requested, but no additional information available. Not documented by staff on the day of procedure.

Manufacturer narrative:
A sample device was not returned for analysis. The product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified the manufacturer internal reference number is: (B)(4).